Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the issues were due to a faulty power supply. Further evaluation findings were as follows: color of the image was found bad from the digital visual interface port due to a faulty printed circuit board; air pressure was not working properly due to faulty pump and scope socket; dust inside the unit needed to be cleaned; wire was found corroded and needed to be replaced; flickering coming in the image intermittently was due to a loose receptacle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e105 occurred due to failure of the power unit, and front panel light-emitting diode ¿s were blinking. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported on behalf of the customer that when they switch on the power button, they receive an error e105 on the monitor screen. The front panel light-emitting diode's(led) were blinking, expect the ready busy led. The issue occurred during the diagnostic bronchoscopy procedure, and the procedure was completed with a similar olympus device with no delay. There was no patient harm associated with the event.